Event description:
The needle snapped away from the plastic hub while in the patient. Pliers were used to successfully remove the device. There was no adverse consequence to the pt.

Manufacturer narrative:
Actual date unknown, other than 2008. Evaluation: still under investigation.